Event description:
A ventilator was requested to be serviced. There was no harm or injury reported. During the evaluation of the device by the manufacturer's service technician, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module assembly and system board need to be replaced to address the issues